Manufacturer narrative:
B5: customer reported an unknown malfunction code. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. H6 remove 1384, add 1503.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is not working. Tandem technical support made multiple follow up attempts with the customer, however, no response received.